Manufacturer narrative:
(B)(4).

Event description:
Patient' mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patients mother reported that the sensor wire detached and was inside the sensor applicator. The patient's mother did not report any injury or medical intervention.